Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus, however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Additionally, the distal end adhesive was leaking. The ultrasound probe was found cut. The ultrasound image had four missing echo signals. The insertion tube and light guide had scratching present. The angulation had excessive play present, and the ultrasound probe failed the insulation test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the pink probe on his olympus evis exera ii ultrasound gastrovideoscope was found damaged during reprocessing. There was no patient involvement during this event. During the device evaluation, it was confirmed that the ultrasound probe had been cut. This report is being submitted to capture the confirmed ultrasound probe cut noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3 that was inadvertently missed on initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) section which state: warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.